Event description:
Breast implants explanted on 9/21/93, due to health problems. They were implanted in spring 1982. Left implant was found to be leaking upon explantation. Prior to explantation pt had severe capsular contraction, health problems including chronic headache, chronic pain in left leg and shoulder, consistently cold hands and feet (blue left foot), menstrual problems, dry mouth, dry eyes, memory loss and difficulty concentrating. Ana test = 1 done in early 1993 was negative. Implants have not been given detailed analysis yet. Health problems persist.